Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event, as no event date was reported. Imdrf device code a0401 captures the reportable event of stent shaft break. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, the stent break or fractured. The procedure was completed with another of the same device and there were no patient complications.